Event description:
The patient was seen in clinic and presented with high lead impedance. The physician decreased the output current and increased the pulse width and this resolved the high impedance issue. Additional information received noting that the patient fell forward when having a seizure and afterwards the vns was noted to not be stimulating. No x-rays were taken and the intervention taken thus far was adjusting the pulse width and output current. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient was seen in clinic on 8/12/2024 and high impedance was observed again and the patient has since been referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a lead revision and the explanted lead was discarded.

Event description:
Additional information received reporting that the patient underwent surgery and the generator was first replaced and it was determined that the lead also needed to be replaced. During the lead replacement the patient started to experienced hypertension and the surgery was stopped and the lead revision was not completed. No known lead revision has occurred to date.